Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. However, the most probable cause of the complaint(flaked off adhesive in connector rod lens) is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had flaked off at adhesion of the lens and foreign material at connector rod lens in distal end. There was no patient involvement.